Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) was consulted, noted noise on the shock electrogram (egm) as well, and provided troubleshooting recommendations. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) was consulted, noted noise on the shock electrogram (egm) as well, and provided troubleshooting recommendations. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.